Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause could be the deterioration and aging of the board due to repeated usage over a long period of time. It is possible that the operational amplifier on the board malfunctioned before the circuit design change was applied to the dr board. Since the patient board set controls at 180 /190 scope for surgery, imaging and preprocessing, if it does not function according to set scope, the images may not be displayed.

Manufacturer narrative:
The suspect device was evaluated and no image was produced when tested with olympus series 180 scopes; the cause was isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center, to olympus due to a report of "when camera plugged in accepts but doesn't see a clear picture." Upon inspection and testing of the returned device it was found no image was produced. This report is being submitted for the malfunction of no image. As this was found during inhouse service, there was no patient involvement.